Manufacturer narrative:
Product analysis: the full lead was returned, analyzed and analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that the right atrial (ra) lead was attempted, not implanted. Multiple attempts were performed and the lead exhibited high thresholds. Because the helix was extended and retracted multiple times, the helix was unable to be deployed. They believe they were too aggressive on the screw at initial deployment because they couldn't properly see the lead tip. A different lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.